Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported: implant fracture at the end of march. Patient came to dentist with impl. Loosening because of fracture - customer removed upper impl. Part on (B)(6) 2026. The impl. Tip will be removed later by a surgeon impl. Placement alio loco before 2015; dentist from back then is no longer practicing - no documentation available unclear, if there will be inserted a new implant - customer will contact us when an impl. Placement is planned - I've asked for x-rays to be sent via email (call) osteolysis, bone loss.